Event description:
It was reported that the insulin pump experienced off no power anomaly and low battery alarms, under a week's use. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Unable to verify off no power alarm and low battery alarm due to blank display. The insulin pump was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)